Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the graftmaster was implanted and did seal the perforation. However, the patient developed hemodynamic instability and was placed on an iabp. The patient was sent to ICU and developed pulseless electrical activity. The patient died; however, the date of the death is unknown. No additional event or patient information is available.